Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A loose turbine control assembly was found. The console was tested by the fremont cis lab using a gold foot pedal and a rotalink 1.75mm burr. The rotational speed in dynaglide mode was 64 krpm; the maximum turbine rotational speed reached was 230 krpm; the turbine speed was set to and maintained 170 krpm. These are typical operational speeds. The console functions properly, but the turbine pressure control assembly (potentiometer, with knob) had to be held in place to perform the functional testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the rotation speed of the console fluctuates and could not be controlled. A rotablator rotational arthrectomy system console was being tested during preparation for a procedure. The control knob for the turbine pressure became detached. It was then noted fluctuation in the rotational speed that could not be controlled. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the rotation speed of the console fluctuates and could not be controlled. A rotablator rotational arthrectomy system console was being tested during preparation for a procedure. The control knob for the turbine pressure became detached. It was then noted fluctuation in the rotational speed that could not be controlled. No patient complications were reported.